Event description:
It was reported that the customer was receiving multiple no delivery alarms. The mother mentioned that the customer was hospitalized and he has been disconnected from the insulin pump. The caller stated that the alarms occurred during bolus. The customer was unable to troubleshoot at time of call, and the cause of the alarm was not determined. Explain the customer that the insulin pump will alarm when it detects an occlusion. No further info.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No occluded anomaly was observed during analysis. Reservoir connected and locked in place properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Mfg. Report 2 of 2, medwatch report# 3004209178-2012-87455. MFR report 1 of 2, medwatch report# 3004209178-2012-87438.